Manufacturer narrative:
(B)(4). This report is related to a journal article. The device was not returned, therefore an analysis investigation could not be performed. The lot/batch was not provided, therefore the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: is there an alleged deficiency against the ethicon products (pds suture, surgicel absorbable hemostat)? We did not find any defective sutures. This was a retrospective study. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. Was this reported to ethicon previously? Can you clarify ¿ was there any alleged deficiency experienced with surgicel absorbable hemostat? Does the principal investigator opine that the aes are attributed to the use of ethicon products? If so, can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/ surgical intervention per patient. The product code and lot number.

Event description:
It was reported in a journal article entitled: evaluation of total laparoscopic hysterectomy with and without the use of barbed suture authors : ali bassi, md, togas tulandi, md, mhcm facs doi: 10.1016/s1701-2163(15)30862-8. Citation: j obstet gynaecol can. 2013; 35(8): 718 722. The objective of this retrospective study was to evaluate the outcome of total laparoscopic hysterectomy with and without the use of barbed suture. A total of 202 patients underwent laparoscopic hysterectomy and were included in the study. Of which 63 patients were randomized under v-loc barbed sutures and 139 patients were randomized under pds sutures. Laparoscopic hysterectomy was performed in the usual manner. In the pds group, the closure of the vaginal vault was performed using 3 figure-of-eight pds 0 sutures that were tied intracorporeally. In the v-loc barbed sutures group, the authors used v-loc continuous running suture to close the vaginal vault, and we covered the vaginal vault with a surgicel sheath of oxidized regenerated cellulose. The use of the cellulose sheath was to prevent adhesions to the sutures that might cause bowel obstruction. In the pds group, reported complications included pelvic abscess (n-1), vaginal bleeding (n-3), and urinary tract infection (n-1). In the v loc group, reported complications included pelvic abscess (n-2), post-operative fever (n-5) which were treated with antibiotics, urinary tract infection (n-1), incisional hernia (n-1), and wound hematoma (n-1). It is unlikely that the use of surgicel was associated with the increased incidence of postoperative fever. It was concluded that the use of barbed suture to close the vaginal vault after laparoscopic hysterectomy, compared with standard suture, results in similar operative time, blood loss, and duration of hospital stay. The use of barbed suture is technically less demanding than the use of regular sutures.